Event description:
Additional information received from the consumer reported that they were still working on finding the best program to use. They had success with program 1 and program 2 but they did not seem as effective in recent weeks.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. When the patient catheterized, he usually got between 300 and 400 cc but last week it jumped to between 500 and 600 cc. He was on program 1 and had stimulation up to 2 volts but that was not effective. Program 3 and program 4 had never really worked well for him. He switched back to program 2 and he got it up too high. It was uncomfortable so he decreased to 0.7 volts. The reported symptom was more urine when he catheterizes. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.